Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that peritoneal dialysis (pd) solution continued to leak out of a minicap transfer set even after the twist lock was clamped. The customer further reported that it appeared that the twist lock becomes loose and was not locking properly which caused the leak. This event occurred while the patient was connected and the patient was given prophylactic antibiotic. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.